Event description:
The customer reported via phone call that the insulin pump alarmed off no power and it restarted itself. The customer stated, she had changed the battery a couple of days back. Blood glucose value is unknown. Customer stated, she did not receive a low battery alert prior to the alarm. The battery was not previously used, the battery cap is not damaged, the device was not bumped or dropped and there were no unattended alarms. The customer inserted a new battery and the insulin pump was functioning. She was advised to monitor the insulin pump and call back if issue recurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.